Event description:
It was reported via repair work order that the footend lift was stuck in an elevated position and the power coil cord was damaged with exposed wiring due to a bent foot end cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.